Manufacturer narrative:
On april 22, 2024, mentor received additional information regarding the patient's device explantation date. It was reported that the patient postponed her surgery and planned to undergo device explantation on (B)(6) 2024. Section d6b. Has been updated to reflect this additional information. The left breast prosthesis was reported to be higher and firmer on the chest wall with baker grade 4 (painful). The patient had also reported tightness in the underarm and lateral to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 03, 2024, mentor received additional information regarding the event. It was reported that the patient came in contact with a bicyclist and the left side of the body took the brunt of the force. The patient saw a surgeon on (B)(6) 2023 and noted beginning stages of contracture; the patient began taking zafirlukast as treatment. The patient follow up with their healthcare provider on (B)(6) 2023 where no improvement was noted. Early waterfall deformity was reported to be present. Surgery for the capsular contracture was then scheduled for (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 05, 2024, the mentor failure analysis lab has received the device for evaluation. The date of device explantation was updated to (B)(6) 2024. On august 06, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On august 19, 2024, mentor received additional information reporting that the patient replaced the device with a mentor smooth round moderate plus profile silicone gel breast prosthesis (lot number 9775185). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent a breast surgery with a 450cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3-4) on the left side post-operatively. The patient began medical intervention (zafirlukast) on (B)(6) 2023. As a result, the patient is to undergo device explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).